Event description:
A customer observed a falsely elevated troponin I reuslt which was reported to the floor in error. Elevated results of the magnitude observed might lead to cardiac catheterization. There was no report of pt harm as a result of this event.